Manufacturer narrative:
Eval ¿ method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specification and no anomalies were found. Failed manual test and auto test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
The pt received his scs system including a neurostimulator receiver. It was reported that the pt began experiencing inadequate and variable stimulation in (B)(6) of 2007. The receiver was replaced with a totally implantable pulse generator (ipg) on 08/31/2007. The explanted receiver was returned to ans for analysis. Follow up on the pt found no further issues reported.